Event description:
It was reported the device was used during a vats procedure. It was reported the cutter did not fire properly. No other info is available regarding the event. There was no consequence to the pt.

Manufacturer narrative:
H6; damaged firing mechanism. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineer and technicians are listed below: visual inspections & results: lockout position, fired; cartridge condition, 8 staples fired; cartridge return batch number, ej0138 and instrument number, 477. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good and condition of yoke, good. Analysis conclusion: based upon the info rec'd and the visual examination, it was concluded that the instrument was returned with damage to the internal components. The instrument was cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.